Event description:
Patient underwent right side discectomy. Duraseal & duragen employed during surgery. In post-operative period patient developed severe right sided pain preventing mobility. Symptoms responded with oral steroids. After several days at home the patient's pain returned and was much more intense. Imaging revealed substantial pressure on dural sac with what appeared to be a hugely expanded volume of duraseal. The patient subsequently underwent a re-exploration and upon encountering duraseal it was noted to be soft and gelatinous & was without firm consistency. The duragen had been completely displaced.